Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result on n1 and n2 was obtained. Sample was retested and the result was negative for both n1 and n2. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: the customer complained on false positive results with both gene amplified (n1+n2+). The customer reported they had sars cov-2 positive result with both gene (n1=35.4, n2=8.9, rnasep=25.4). Because they notice that the n2 CT¿s value was low (8.9) they decided to return on the test. In the second time (same specimen) they got negative sars cov-2 result on the bdmax. They complained it's been the second time they got fp with both gene, while they regularly have fp with single gene amplification situations (when they getting a single gene amplification result they retest it regularly). These incidents of fp caused them to longer time to result, due to the need of re-testing each time, and according to the customer, for patient that waiting in the emergency room, it's important to have rapid covid-19 result.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1047534 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. The customer complained about a patient sample that gave n1/n2 positive results with a low CT for n2 target (8.9), which upon retest on the bd max platform gave a negative result for both targets. Customer mentioned it was the second time they had this issue (discrepant result with both genes amplified), and regularly suspected discrepant results when only one gene is amplified, and these suspected samples needed to be retested. Customer provided run # (B)(6) and the extracted database from instrument ct2013 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was conducted across the suspected discrepant result (sample b6 run (B)(6)). Analysis of the pcr curve shows a step dislocation in the raw pcr signal of all channels, as well as aberrant curve geometry in the cy5 channel (n2 target). Therefore, it is unlikely that the detected fluorescence in the cy5 channel (n2 target) is due to true amplification and a root cause could not be identified. However, despite the presence of this step dislocation, the overall shape of the curves, as well as CT values and endpoint results, suggest low but true amplification in fam (n1 target) channel, as well as true amplification in rox (internal control) channel. As mentioned in package insert, amplification of one target is to be considered as a positive result. Such results can occur when a sample is at the assay limit of detection (lod), whereas low positive sample may be caused by viral titers in the specimen being at or near the limit of detection of the assay, or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Overall, no product issue is suspected. The discrepancy in the repeat test may be explained by the low viral titers in the specimen, however the repeat run was not found nor analyzed and bd is unable to confirm this hypothesis. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1047534. The root cause was not identified. The root cause was not identified but positive sample at the limit of detection of the assay is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result on n1 and n2 was obtained. Sample was retested and the result was negative for both n1 and n2. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: the customer complained on false positive results with both gene amplified (n1+n2+). The customer reported they had sars cov-2 positive result with both gene (n1=35.4, n2=8.9, rnasep=25.4). Because they notice that the n2 CT¿s value was low (8.9) they decided to return on the test. In the second time (same specimen) they got negative sars cov-2 result on the bdmax. They complained it's been the second time they got fp with both gene, while they regularly have fp with single gene amplification situations (when they getting a single gene amplification result they retest it regularly). These incidents of fp caused them to longer time to result, due to the need of re-testing each time, and according to the customer, for patient that waiting in the emergency room, it's important to have rapid covid-19 result.